Manufacturer narrative:
During follow-up, the patient reported that there were no defect or malfunction with the product, and that the product minimizes the effects of the infection to the point of no return, but it always returns with minimal effects.

Event description:
Intermittent catheter patient (user) said he is currently being treated for a urinary tract infection (uti) concurrent with catheter use that is an ongoing problem with his body. During follow-up, the patient reported he was prescribed antibiotics, took the full course, but did not recover from the recurring uti.